Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the pump black box data revealed multiple unexplained pump reboots. During testing, the battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or alarms. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.